Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-07495. Follow up information identified the physician explanted and replaced the patient¿s extension with a new model, resolving the issue. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-07495. It was reported the patient experienced ineffective stimulation at the patient¿s right hand target area. Diagnostics revealed high impedances. X-rays and a computed tomography (CT) scan revealed a fracture, but it is unknown at this time if the fracture is in the lead or the extension. As a result, the patient may be awaiting surgical intervention.